Manufacturer narrative:
Product analysis: the device was returned for evaluation. The balloon was observed to be partially inflated. Contrast was visible within the balloon. The proximal balloon bond and inflation lumen showed evidence of necking. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. Deformation was evident to the distal tip. No other deformation evident on the remainder of the device. Image analysis: one still image was received from the account for review. The device shows the distal section of a sprinter legend device. The balloon is inflated with stretching evident to the proximal balloon bond evident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon did not inflate properly when the pressure pump started pressurizing, it had a slow contrast agent inflation. A pressure of 6 atm was applied for the inflation. The difficulty in deflation occurred after the first inflation. The balloon was unable to deflate. It was not difficult to remove the protective sheath/stylette. A 1:1 contrast agent/saline concentration was used. The device was not moved or repositioned during inflation. There were difficulties encountered during withdrawal due to balloon not deflating. Gentle retrieving was used with excessive force applied to slowly remove the device. There was no harm caused to the patient. Initial reporter phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend coronary balloon catheter, deflation difficulties were encountered. The lesion being treated was non-tortuous, non-calcified with 90% stenosis in the distal right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was stated that the device would not deflate at the lesion site. Gentle retrieving was used to remove the device. No patient complications have been reported as a result of this event.